Event description:
It was reported that during implant procedure, lead impedance greater than 4000 ohms was observed on the ventricular lead. The physician repositioned the lead twice, lead impedance greater than 4000 ohms were still observed. During the repositioning, the patient experienced a cardiac arrest. The surgery was ended and the patient was placed into intensive care unit. The physician believes that the prolonged surgery caused the cardiac arrest. A temporary pacemaker was installed due to the patient¿s condition. The patient was recovering and stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0cm. Analysis was normal. No anomalies were found.